Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information obtained during the device evaluation. Current repair. Product evaluation: product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that the comb was damaged. The device needs an upgrade and is an aged repair. The comb was bent and the roller end was turned. The ratchet gear is burred. They were unable to do a pretest because of damage to the comb. Product repair. Repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: roller, comb, shoulder bolts, sideplates, ratchet gear, guide block, and ball detents the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the unit was sent in for pm and found in need of repair. Device was sent in for pm only. During the investigation, a bent comb was discovered. No adverse events occurred as a result of this malfunction.